Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6- the health effect - impact code should have been 4627 - device explantation, 4610-inadequate/inappropriate treatment or diagnostic exposure, and 4605 - disruption of subsequent medical procedure rather than 4627 - device explantation and 4605 - disruption of subsequent medical procedure only. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000097083.

Event description:
It was reported that the patient's ipg was unable to enter MRI mode due to high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has the high impedances.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the leads explanted and replaced to address the issue.